Event description:
Patient on ECMO circuit became agitated with increase work of breathing causing circuit to alarm due to back pressure leading to circuit shutting down, es intervened and pump restarted. At this time ECMO specialist found heparin syringe emptied into ECMO circuit. During this event rn then heard loud snap on lipid syringe pump and found lipid syringe to have quickly emptied into patient's broviac. Rn rechecked and found both pumps to have been set to correct rates and dosages. Md pedi surgical fellow notified and called to bedside.